Event description:
It was reported that the ilet user experienced fluctuating blood glucose with episodes of lows and highs ranging from 65 mg/dl to 401 mg/dl. The user was using meal announcements as corrections for hyperglycemia. The user performed a factory reset of the pump and subsequently paired the device to the phone with assistance, and oral glucose was used for low glucose events. Symptoms included hypoglycemia, hyperglycemia, dizziness, nausea, and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure associated with the user interface, specifically using reduced meal announcements to correct high glucose followed by usual entries at mealtime that precipitated hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.